Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was previously explanted due to endocarditis. No additional adverse patient effects. This ICD was retained by the healthcare facility and will not be returned for evaluation.